Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. The customer noted that there were several hardware errors on the day of the event including aspirate probe plate slippage, wash wheel cannot rotate due to intersecting device and wash pump #2 failed to home errors. A routine system check performed on (B)(6) 2011 passed within instrument specifications. A bec field service engineer (fse) was dispatched on (B)(6) 2011. The fse discovered a leak within the instrument and performed the following repairs: cleaned the leak from the aspirate probe plate and affected areas, replaced the spin gripper set and one pick and place collet, replaced all 4 of the waste fittings and the waste fitting manifold as it was the source of the leak, performed a routine system check; no issues were noted. The root cause of the event was a leak at the fitting attached to the aspirate probe peri pump. The waste fitting leaked, filling the spill tray below the pump. This spill overflowed onto the aspirate probe plate and probe connector plate. Related MDR: 2122870-2011-02677.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a higher than expected troponin (accutni) result above the ami cut-off for one (1) patient. The elevated accutni result was generated on a unicel dxi 800 access immunoassay system, used in conjunction with access accutni reagent (lot 023756). The elevated accutni result was reported out of the lab. The customer also reported that fifteen different analytes failed to pass within qc specifications. Upon repeat, all assay qc passed within their respective ranges. Specific qc data has not been supplied to date. Subsequent analysis of the patient's second sample for accutni on the same instrument produced a lower result within the normal reference range. Twenty four hours after initial reporting, the report was corrected and troponin was reported as normal. An angiogram was performed on the patient on (B)(6) 2011 due to the reported erroneously elevated accutni result.